Event description:
Cadd cassette (ref 21-7301-24 manufacturer: smiths medical asd) leaked when preparing morphine solution 50ml. In the beginning it leaked from the interior bag into the cassette. But upon flipping cassette upside down to withdraw volume to measure waste it leaked from the cassette onto the floor. It has occurred twice that I am aware of. We were able to save one of the packages containing the lot/expiration (4390626 exp 4-22-2028). The other lot/expiration is unknown. This could cause patient harm if the leak wasn't detected within the IV room. It could also cause inadvertent medication exposure to staff or patients. Reference report: mw5146973.